Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the screw snapped in the middle while the surgeon was implanting it , the surgeon then took out the piece that broke and the reduction was still holding so he left it. The fracture was still reduced and no further complications were reported and thus no further intervention was needed. No delay reported.

Manufacturer narrative:
The product was received and examined on november 04, 2025. The screw broke at the end of proximal part of the lag portion, and it shows a slight bent on the region, but root cause determination can be made.